Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during firing the cartridge, only produced one outer row of formed staples on the patient side. The middle row and inner row did not get pushed out of the cartridge. On the specimen side, all three staple rows were formed. The staple line segment was hand sewn. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 12/12/2016. Batch # (B)(4). The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Intra-operative photo was received. A cut line can be seen and staples missing on the middle of the cut can be appreciated. At the middle of the cut only one staple line can be seen. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.